Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was received for analysis. Device analysis revealed a damage in the femoral marker/marker flake-off. A kink in the sheath assembly from femoral marker to the proximal end was noted. No damages or failures were observed on the ccp board assembly. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 13-feb-2018. It was reported that catheter was not recognized occurred. The target lesion was located in the severely tortuous and mildly calcified middle right coronary artery (rca). An opticross¿ imaging catheter was selected for use. During preparation, it was recognized as opticross 18. The physician opted to reconnect and reboot the device, however, no progress was noted. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damage/flake-off in the femoral marker.